Manufacturer narrative:
The device was returned to olympus for evaluation. Upon inspection testing of the returned device, the user's request was confirmed. It was discovered, the bending angle was insufficient due to the elongation of the angle wire. In addition, the coating of the image guide coil was peeling off (1mm2 or more). It was noted, the continuity was lost due to damage to the tip cover and the light guide bundle. There were also scratches on the operation part, the rotating mechanism, the switch box, the grip, the angle lever, the up/down plate, the universal cord, the scope connector and the scope connector cover. The investigation is ongoing. If additional information becomes available, this report will be supplemented accordingly.

Event description:
An olympus representative reported to olympus, on behalf of the customer, the evis lucera elite bronchovideoscope could not angulate sufficiently. Upon inspection and testing of the returned device, peeling of the image guide serpentine coating was discovered. There were no reports of patient harm associated with this event. The medical device report (MDR) is being submitted to capture the reportable malfunction of the image guide serpentine coating material peeling off found during evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 8 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was presumed to have been due to the stress of repeated use, external factors, or handling. Olympus will continue to monitor field performance for this device.